Event description:
(B)(6) old infant found in floor in supine position; side panel of infant bed noted to be in down position. Tab-like latches at corners may not latch securely, or become dislodged with manipulation of cords. Pediatric trauma survey, head ultrasound and CT scan of the head without contrast, which showed a left parietal skull fracture.